Manufacturer narrative:
(B)(4). Review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and component migration.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm using three gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow up imaging reportedly showed a proximal type I endoleak resulting from 15-17 mm distal migration of the trunk-ipsilateral leg component. It was reported the migration was caused by aortic neck dilation. According to the report, no aneurysm enlargement was identified on follow up imaging, and the patient¿s aneurysm was noted to be stable and unchanged from previous studies. It was reported an intervention has not been planned. No further adverse events were reported.